Event description:
I had just started using the medtronic insulin pump, in 2009, it was my first time to use the quickset infusion set outside of the nurse educator's presence. At approximately 7:36 am, I called the nurse educator at her home and she provided assistance and did a checklist to make sure all proper steps/procedures/protocols had been followed correctly. At that time, my blood glucose -bg- reading was 112. At 8:16, I felt hypoglycemic and took my bg, was 27. I took 7-9 glucose tables. The subsequent test results were: 8:24=30; 8:30=30; 8:44=30; 9:00=21; 9:07=26; 9:37=52; 9:46=70. I was unable to think clearly, figure out how to use my cell phone, or to stand. I finally thought to use the recall button to contact the nurse educator at approximately 9 am, for assistance. After addressing the low bg, we reviewed all of the protocols again and were puzzled by this extreme drop. On the following month, I received the notification and replacement quickset infusion sets from medtronic, which notified me of the recall of sets with lots starting with 8. All of my sets fell into this category. Please contact me, if you have any questions or concerns. Dates of use: 2009. Diagnosis: insulin pump therapy for diabetes. Event abated after use stopped or dose reduced? : yes. Event reappeared after reintroduction? No.